Event description:
It was reported via repair work order head end of the bed was elevated and inoperable due to a faulty cpu and broken lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.